Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow up. The implantable cardioverter defibrillator showed post paced t-wave caused by non sustained right ventricular oversensing. The device was reprogrammed. No further information was reported.

Manufacturer narrative:
Added missing patient information.